Manufacturer narrative:
Concomitant devices: guidewire: swan-excel guidewire; balloon catheter: coda; stent graft: excluder. Complaint conclusion: as reported by an affiliate, a 7f 20/40mm maxi ld balloon ruptured at 5atm following an abdominal aortic aneurysm repair. The lesion was an abdominal aortic aneurysm, described as highly tortuous with no calcification. A non-cordis stent graft was placed in the abdominal aorta and an endoleak was observed following post-dilation with a non-cordis balloon. A maxi-ld was delivered and inflated inside the stent graft for treatment of the endoleak, but the balloon ruptured at 5atm. The balloon re-wrapped properly and was removed intact from the patient. Despite the balloon rupture, the endoleak was diminished and the procedure was completed successfully. There was no report of resistance/friction, it is unknown if there was difficulty advancing the device through the guide catheter, or crossing the stent graft. There was no report of patient injury and the procedure was successfully completed. The device was not returned for analysis due to the patient's infectious disease. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the product the reported customer complaint of balloon burst could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. With the limited information provided it is not possible to determine an exact cause for the difficulties encountered by the customer. There is no indication in the reported information or the device history report review to suggest that there is a design or manufacturing related issue, therefore, no corrective action will be taken. This is an initial/final MDR.

Event description:
As reported by an affiliate, a 7f maxi ld balloon ruptured at 5atm following an abdominal aortic aneurysm repair. The lesion was abdominal aorta was highly tortuous with no calcification. A non-cordis stent graft was placed in the abdominal aorta and an endoleak was observed following post-dilated with a non-cordis balloon. A maxi-ld was delivered and inflated inside the stent graft for treatment of the endoleak, but the balloon ruptured at 5atm. The balloon re-wrapped properly and was removed intact from the patient. Despite the balloon rupture, the endoleak was diminished and the procedure was completed successfully. There was no patient injury reported.